Manufacturer narrative:
Fracture problem; cable. Intuitive surgical, inc. (Isi) received the pch instrument involved with this complaint, and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The pch instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Fa also identified failures that were not reported by the customer. The instrument was found to have a segment of the conductor wire dislodged from the conductor cap, and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap is properly seated within the distal clevis as the hook moves in yaw. Upon testing, the banana plug was found to be bent. This failure is most commonly caused by mishandling/misuse. The instrument was found to have a broken ceramic sleeve. Broken piece is missing as a result of breakage. The size of the missing piece is approximately 0.134¿ x 0.177¿. Additionally, the instrument's distal idler pulleys, proximal clevis, and distal clevis were all found to exhibit mechanical indentations. These failures are most commonly caused by mishandling/misuse. Instrument log review: a review of the instrument log for the permanent cautery hook associated with this event has been performed. Per logs, the instrument was last used on, (B)(6) 2020 on system usg2033. The alleged event occurred on the 7th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No photo or video was provided by the site for review. The customer reported complaint does not itself constitute an MDR reportable event, however, the broken pitch cable found during failure analysis could cause, or contribute to an adverse event if the failure mode were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the surgeon noticed that the permanent cautery hook (pch) had loose wires. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed multiple attempts to obtain additional information about the reported event. However, as of the date of this report, no further details have been received.